Event description:
It was reported that the touchscreen became frozen. Touchscreen became responsive again during troubleshooting. There was no impact to customers blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.